Manufacturer narrative:
Product complaint (B)(4). Investigation summary :updated due to re-open 10 sept 2020- ppf and product stickers received. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a closed reduction and manipulation to address dislocation on (B)(6) 2010, but has not yet been revised. Surgeon indicated that this event is definitely related to the implanted devices and definitely not related to the procedure. Doi (B)(6) 2006 - dor not yet revised (left hip). Update: additional information has been received indicating the patient was revised (B)(6) 2010. Update: 6/7/2013 - litigation papers received. Litigation alleges pain, discomfort and toxic cobalt and chromium metal debris to be released into the tissue. Update: 11/07/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report synovitis, osteolysis, and effusion. Metal ion levels provided were at non-reportable levels. Xray¿s received with medical records. Doi: (B)(6) 2006, dor: (B)(6) 2010 (left hip).